Event description:
Information received by medtronic indicated that insulin pump had piston anomaly. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the pump.

Manufacturer narrative:
(B)(4). S.w version 4.11d. Retainer ring = black. Customer returned pump for an alleged drive/motor anomaly, delivery anomaly and noisy motor found on (B)(6) 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. However, pump was received with a loud motor noise during rewind. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Successfully downloaded history files and traces using thus. There was no motor related alarm recorded in the formatted history file for the event date. Pump was cut open to perform visual inspection and found corrosion on the motor assembly. Corrosion was also found on the electronic assembly and force sensor. No corrosion or moisture damage found on the vibrator assembly noted in conclusion, the pump had a loud motor noise during rewind due to corrosion on the motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Delivery anomaly was not confirmed. Drive/motor anomaly/noisy motor was confirmed due to corrosion on the motor assembly. During visual inspection, corrosion was also found on the electronic assembly and force sensor.or assembly. During visual inspection, corrosion was also found on the electronic assembly and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.